Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the sterilizer and the importance of proper ppe. The user facility accepted steris' offer; the steris consumable territory manager performed in-service training on (B)(4) 2017.

Manufacturer narrative:
The employee sought medical treatment at the facility health station and returned to work. The employee stated that she observed liquid on the instrument pack and proceed to touch it. The employee was not wearing proper ppe, specifically gloves, during the time of the reported event as stated in the operator manual. The operator manual states (pp.1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup." The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." No instruments were impacted as a result of the event and no procedure delays or cancellations were reported. A steris service technician arrived onsite to inspect the sterilizer and found the unit to be operating properly. The technician ran a test cycle and confirmed the sterilizer to be operational with no issues. The sterilizer was returned to service and no additional issues have been reported. Steris will offer in-service training on the proper use and operation of the sterilizer and the importance of wearing proper ppe.

Event description:
The user facility reported that an employee touched liquid on an instrument pack after a completed sterilization cycle and felt a slight itch on their finger.